Manufacturer narrative:
H3 other text : device location unknown

Event description:
The article 'the accuracy and safety of fluoroscopically guided percutaneous pedicle screws in the lumbosacral junction and the lumbar spine' in the bone and joint journal 2015; 97-b:1111¿17, was reviewed. This was a retrospective evaluation study undertaken in two study populations involving 203 patients (mean age 58.8 years; 16 to 91, 103 male, 100 female) and 880 lumbosacral junction and lumbar percutaneous pedicle screws. Surgeries were performed between january 2008 and december 2012 in consecutive patients. Mantis systems were used in all cases. Screws with perforations were classified into two types. For medial, lateral, superior and inferior perforations, the pedicle perforations were assessed using gertzbein and robbin¿s classification as modified by rao. For anterior perforations, the pedicle perforations were assessed using a modified grading system. Grade 2 perforations were considered to have possible complications and grade 3 were considered critical perforations with a high risk of early or late complications. There were a total of 48 lateral perforations, 22 anterior perforations, 11 medial perforations, 4 superior perforations and 2 inferior perforations. One patient (f, 78 years old) was diagnosed with osteoporotic vertebral compression fractures and intravertebral clefts at t11 and t12. A minimally invasive stabilisation (mist) was performed using fluoroscopically guided percutaneous pedicle screw insertion at t8, t10, l1 and l3, and vertebroplasty of t11 and t12. The right l1 pedicle screw showed grade 3 lateral perforation on the post-operative CT scans. The patient experienced no clinical complications from the perforation.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
The article 'the accuracy and safety of fluoroscopically guided percutaneous pedicle screws in the lumbosacral junction and the lumbar spine' in the bone and joint journal 2015; 97-b:1111¿17, was reviewed. This was a retrospective evaluation study undertaken in two study populations involving (B)(4) patients (mean age 58.8 years; 16 to (B)(6)) and 880 lumbosacral junction and lumbar percutaneous pedicle screws. Surgeries were performed between (B)(6) 2008 and (B)(6) 2012 in consecutive patients. Mantis systems were used in all cases. Screws with perforations were classified into two types. For medial, lateral, superior and inferior perforations, the pedicle perforations were assessed using gertzbein and robbin¿s classification as modified by rao. For anterior perforations, the pedicle perforations were assessed using a modified grading system. Grade 2 perforations were considered to have possible complications and grade 3 were considered critical perforations with a high risk of early or late complications. There were a total of (B)(4) lateral perforations, (B)(4) anterior perforations, (B)(4) medial perforations, (B)(4) superior perforations and (B)(4) inferior perforations. One patient (f, 78 years old) was diagnosed with osteoporotic vertebral compression fractures and intravertebral clefts at t11 and t12. A minimally invasive stabilisation (mist) was performed using fluoroscopically guided percutaneous pedicle screw insertion at t8, t10, l1 and l3, and vertebroplasty of t11 and t12. The right l1 pedicle screw showed grade 3 lateral perforation on the post-operative CT scans. The patient experienced no clinical complications from the perforation.